Manufacturer narrative:
The sample was drawn in bd plastic lithium heparin plasma tube with gel separator. The customer stated that the sample appeared normal without fibrin. The sample was centrifuged at 5,000 rpm for 10 minutes, and analyzed from primary tube. Qc is run once every 24 hours and was in the range prior to the event. A system check run earlier on (B)(6) 2011 failed with high %cvs for washed portion. The customer repeated washed portion only and passed. There were no event log messages associated with event. Bec field service engineer (fse) was dispatched and on site on (B)(4) 2011. The fse found one aspirate probe leaking. The fse replaced the probe and peristaltic tubing. The fse cleaned wash carousel of spilled wash buffer and also found fluid on mixer motor. The fse replaced the motor. The fse performed alignments. The fse performed high sensitivity lumwash system check, which passed the specifications. The fse verified system as performing to the published performance specifications. Hardware is the root cause for the event.

Event description:
A customer contacted beckman coulter, inc. (Bec) concerning an erroneously elevated troponin (accutni) result above the ami cutoff generated by access 2 immunoassay analyzer for one patient's sample. The result was not reported out of the laboratory. Repeat testing produced a result within the normal reference range. There was no report of death, injury, or change to patient treatment in connection with this event.